Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2441 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler with a blank screen issue. The screen was blank during unknown phase/cycle of dialysis. The patient pressed ok / stop and touched the screen, but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted cycler and the ok and stop keys lit up, but the screen remained blank. Fresenius technical support advised the patient to discontinue use of this cycler and replaced cycler due to blank screen. The patient was advised to contact pd nurse to inform of replacement. Upon follow up it was determined that the patient was able to complete treatment. There was no harm or adverse events, and no medical intervention was required. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient reported a cycler with a blank screen issue. The screen was blank during unknown phase/cycle of dialysis. The patient pressed ok / stop and touched the screen, but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted cycler and the ok and stop keys lit up, but the screen remained blank. Fresenius technical support advised the patient to discontinue use of this cycler and replaced cycler due to blank screen. The patient was advised to contact pd nurse to inform of replacement. Upon follow up it was determined that the patient was able to complete treatment. There was no harm or adverse events, and no medical intervention was required. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.